Event description:
Treatment of a right mca aneurysm measuring approximately 3.8cm that partially thrombosed on (B)(6) 2014. It was reported that the lvis jr. Stent was deployed across the neck and the aneurysm was embolized with 5 additional coils. Following the procedure, the patient developed small groin hematoma that continued to widen and then became lethargic and confused on (B)(6) 2014. CT scan of abdominal revealed retroperitoneal bleed, CT scan of brain showed diffuse subarachnoid hemorrhage and cerebral edema. Subsequently, the patient condition deteriorated and required intubation. On (B)(6) 2014, the patient was pronounced brain dead and the family elected to withdraw life support. Consequently, the patient expired on the same day.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for evaluation as the stent remains within the patient. (B)(4).